Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Torrealba, j. I., vargas, j. F., mertens, r. A., valdes, f. J., marine, l. A., & bergoeing, m. P. (2020). Endovascular management of a ruptured iliac aneurysm with an inferior vena cava fistula. Vascular and endovascular surgery, 54(7), 638¿642. Https://doi. Org/10.1177/1538574420939724. Medtronic review of the literature article found a case report in which an (B)(6)-year-old male patient with history of atrial fibrillation on chronic anticoagulation and coronary artery disease presented with 20 hours of right lower quadrant (rlq) abdominal pain. On admission the patient was in moderate distress but denied dyspnea or any other cardiac or respiratory symptoms. Exam revealed holosystolic abdominal bruit; there was no jugular vein ingurgitation or other sign of cardiac failure. Computed tomography angiography showed a 3cm ruptured right iliac aneurysm with a fistula to vena cava. It also showed an infrarenal aorta with severe tortuosity and a diameter within "normal" range. Need for right hypogastric coiling was determined and the patient received fresh frozen plasma to counteract international normalization ratio of 6 at admission. The physicians had decided not to give any heparin until the aneurysm was sealed. The patient was taken to a hybrid angio suite for the endovascular procedure. During anesthesia, the patient suffered a cardiac arrest. Aortic balloon was placed while chest compressions were performed and circulation resumed after 3 minutes. The procedure continued with aortic occlusion throughout. Angiogram showed a ruptured iliac aneurysm with contrast going to the vena cava. An angled catheter was delivered and a 20mm x 50mm concerto coil was placed for right hypogastric artery embolization. Consecutively a non-medtronic bifurcated main body graft was brought up to the right femoral artery. The shaft was advance while partially deflating the balloon. The graft was deployed with the aortic balloon inflated. An extension was deployed into the right external iliac artery and the aneurysm was seal. The aortic balloon was then deflated and withdrawn. Angiogram showed successful exclusion of the aneurysm and fistula. At that point 5,000 units intravenous heparin was administered. On the completion angiogram, thrombus was seen in the left hypogastric artery which had been partially covered by the 22f sheath during the procedure. A small amount of thrombus was suctioned with an up-and-over 8f sheath. The decision was made to end the procedure. Exposure of both femoral arteries was performed. Thrombectomy of both femoral arteries was required and yielded abundant thrombus with brisk flow achieved afterward. The patient then had good post-operative outcome and only complained of mild bilateral gluteal pain post-operatively. The patient was discharged on pod 3 and rivaroxaban. At the 3-month follow-up, the patient had resumed daily activities and denied any gluteal pain. Computed tomography angiography showed the treated aneurysm with no flow to the inferior vena cava or endoleaks and a patent left hypogastric artery.

Event description:
No adverse effects were not related to medtronic products. A 20 x50 concerto coil was used.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.